Manufacturer narrative:
An event of hypotension and atrial fibrillation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, an 18mm amplatzer amulet was implanted. At the end of the procedure, while still in the operating room, the patient became hypotensive (bp 60/30) due to rhythm changes from sinus to atrial fibrillation. Transthoracic echocardiogram (tte) was performed and negative for pericardial effusion. On (B)(6) 2021, cardioversion was performed with resolution of atrial fibrillation. The patient was reported to have been discharged in stable condition. Clinical study patient ID: (B)(6).